Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the case, all was going smoothly until the final implantation of the femoral stem. As the doctor had the stem almost fully seated the bone cracked. We took out the stem and put on a cable but the fracture went further down the femur. The bone was cracked in a way that it needed more fixation. The doctor decided to transfer the patient to (B)(6). Doe: (B)(6) 2019.

Event description:
Additional information received indicating that there was a surgical delay because patient was transferred to good samaritan in kearney to have the case finished. The affected side is right hip.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.   H10 additional narrative: added: b5, d1, d2, d2b, d4 (catalog, lot, UDI), g5 (PMA/ 510(k), h4. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.